Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl which was treated with food. Customer¿s current blood glucose was 250mg/dl and other day blood glucose was 88mg/dl. . Drive support cap appears normal. Customer performed displacement test and no reservoir was detected. Customer reports pump was worn during a medical procedure as insulin pump exposed to x- rays or medical imaging. Insulin pump will not be return for analysis.